Manufacturer narrative:
Additional information provided in h.6. And h.10. The customer called the company representative to assist with troubleshooting. The customer resolved the issue remotely, by rebooting the system. The surgeon completed the case without the use of the laser. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. A 23ga flexible laser probe sample was returned. However, it is not relevant to the complaint. Based on the results of this investigation, the reported event was unable to be confirmed and no problem was found with the system. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received indicating successful boot up of the laser before the event occurred. In order to resolve the issue, the system was rebooted.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a vitrectomy procedure, the laser ports did not turn to a blue ring and the laser function was not available. The surgeon did not find it necessary to use the laser during surgery. The case was completed without patient harm.